Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and the fill port tubing was observed cut where the customer likely drained the contents. Functional testing confirmed a leak from the spike port cap at the base of the spike port. The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered prior to administration. There was no patient involvement. No additional information is available.